Manufacturer narrative:
MFR's investigation is ongoing. If add'l info is received, a f/u report may be submitted.

Event description:
It was reported by service report that the jack could not be pumped up due to damaged pump pedal assembly. No pt involvement or adverse consequences were reported.